Event description:
Device issue: none. Adverse event: respiratory distress subsequent death. Onset of adverse event: approx 3 yrs and 9 months post procedure. It was reported via trial that on (B) (6) 2006, the pt underwent stenting of the 1st obtuse marginal artery with one xience v stent and the 1st diagonal artery with one xience v stent. On (B) (6) 2009, the pt was admitted to the hosp with respiratory distress, underwent endotracheal intubation for mechanical ventilation and expired on (B) (6) 2009. There was no additional info provided.

Manufacturer narrative:
(B) (4). The second xience v stent, indicated is being filed under the same MFR#. The stent remains in the pt. A follow-up will be submitted with any relevant info.